Event description:
The customer reported to olympus the device had a leak. Upon inspection and testing of the customer returned device, it was observed that the image disappears when operating the right to left direction angle due to damage to the image pickup unit. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation found: screw loosening of the angulation mechanism, the angle wire became longer than normal, deterioration or breakage from chemical or physical stress, deterioration or breakage of the adhesive from chemical or physical stress, deformation or breakage due to physical stress from drops and hits, pierced/ cut, or scratch of the bending section, and disconnection/short-circuit of the image sensor cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.